Event description:
The patient reported, the device shut off after passing through theft security gates. The patient does not feel stimulation even though the patient programmer indicates the stimulator is on. The patient contacted the manufacturer. The manufacturer had the patient turn the stimulator all the way down and off. The manufacturer then had the patient turn the stimulator back on and gradually increase the amplitude. The patient did not feel stimulation. The manufacturer redirected the patient to the hcp for interrogation of device and potential reprogramming. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.

Manufacturer narrative:
.